Manufacturer narrative:
Method - a review of the mfg records for the device is being conducted. Please note the medwatch associated with the aaa device is being reported under MFR report # 2953161-2011-00202.

Event description:
On (B)(6) 2009 the pt was treated for a dissection that extended from the thoracic aorta down to the abdominal aorta. A gore tag thoracic endoprosthesis was implanted to cover the proximal entry tear and a gore excluder aaa endoprosthesis iliac extender component was implanted to cover the distal tear. On (B)(6) 2011 another tear in the dissection occurred in the pt's abdominal aorta and covered with the gore excluder aaa endoprosthesis. The pt tolerated the procedure.